Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was reported that the system has been used. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, an inaccuracy of 2-3 millimeters was observed when performing imaging spins and confirming on a demo head for dbs procedures. There was no patient present at the time of the issue.